Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: during investigation, a review of the pump history showed evidence of a large prime had occurred. The pump rewind, load, and prime sequence was performed with no loss of prime. A load step was run with a cartridge set to 100 units. After loading, the pump displayed 101 units. Further inspection found that the force sensor calibration and resistance was out of required specifications. There was evidence of corrosion on the force sensor flex. The piston was found to be within specifications. Unrelated to the complaint, evaluation revealed a faded and discolored display. Also unrelated to the complaint, all of the keypad buttons were intermittently unresponsive during testing. There was no damage observed. The keypad was removed and there was evidence of contamination found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (large prime volume) issue. It was reported that the pump skipped load step and went to prime step after rewind. The reporter stated that the pump primed half of the full cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.